Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this patient experienced syncopal episodes of an unknown etiology. The patient's pacemaker was interrogated and it was reported that the pacemaker was functioning normally and there was no ventricular tachycardia (vt) events observed in the device memory. The patient will continue to be monitored and no further adverse patient effects were reported.